Manufacturer narrative:
The display was confirmed to be unresponsive. The display's printed circuit board (pcb) was replaced. The inability to interrogate was attributed to the display issue. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer does not react with the touch-pen. The user changed touch-pen with no effect. It was further reported that the programmer was unable to interrogate a device. The programmer was returned for service. No patient complications have been reported as a result of this event.